Manufacturer narrative:
(B)(4). The device was received with the jaws partially closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during four non-consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. An investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The remaining three clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange indicator was not visible; however, this finding is not related with the incident reported. No double feed issues were noted during evaluation. However, it is possible that the reported feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, double feeding occurred. Another device was used to complete the case. There were no adverse consequences for the patient.